Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported noticing a balloon in the pumping segment of the tubing. There was no report of patient harm.

Manufacturer narrative:
The customer complaint of a tubing bulge/balloon in the silicone segment was confirmed. Per a picture received from the customer the silicone segment tubing had a ballooned bulge near the upper fitment. The root cause for this event could not be determined.